Manufacturer narrative:
Analysis received the unit with moisture damage was on the lcd board. Also, there was dried insulin on the motor slide. However, the insulin pump passed self test and displacement test. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has moisture damage. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.